Event description:
Pt was revised to address fracture of the patella bone. The femur was internally rotated.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The initial reporting indicated the prod was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported fracture; however, provided info indicates the femoral component was internally rotated. An internally rotated femoral component could apply stresses to the patella and contribute to fracture. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.